Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance measurements have been increasing over the last 4 to 5 years and are now out of range at 150 ohms. The associated device is a competitive product that was recently implanted. A commanded 41j shock was delivered during implant testing which produced an impedance of 123 ohms. The clinical observations were documented, and the physician will continue to monitor the patient. No adverse patient effects were reported.